Manufacturer narrative:
Lot number r17s20071 was provided by customer, but is not a valid lot number. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that secondary medication back flowed from the secondary medication set, through the continu-flow solution set, and into the primary solution bag. This occurred during setup and the medication being delivered was unspecified chemotherapy. There was no patient injury or medical intervention associated with this event. No additional information is available.